Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that the patient had a high bg of over 400 and had been over 180 for 8 hours on (B)(6)2026 due to bent cannula.